Event description:
It was reported that during a breast biopsy procedure, the clip would not release. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Damaged introducer tube. Evaluation summary. The analysis results found that the applier was received with the introducer tube torn at distal end and the collagen plug already deployed. The torn piece was missing. Functional test could not be performed due to the condition of the applier. A corrective action has been initiated to address the found condition of the introducer tube. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.